Event description:
It was reported that the patients ipg was nonfunctional. The physician replaced the ipg with a rechargeable battery. The explanted device was not returned to bsn as it was no released by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.